Event description:
(B)(4). Event occurred in (B)(6). The patient woke up in the morning and noticed that the wire of the set was detached from the plastic piece of the set. The detachment occurred at the site connector. The issue occurred while she was sleeping. The infusion set insertion site was at the abdomen and the pump was worn on middle top of the abdomen. The infusion set being used for 2 days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to the body. No further information available.